Event description:
Spouse of home pt (hp) reports hp was admitted into hosp with a diagnosis of peritonitis. Spouse reports hp awoke in the middle of the night, disconnected hp and then began to reconnect hp, without using aseptic technique, as hp was "confused". Spouse reports intervening and assisting hp in completing treatment with a manual exchange. Spouse reports hp was admitted into hosp the following morning with cloudy effluent and the diagnosis of peritonitis. Spouse reports hp went into respiratory failure with diminished lung capacity on 04/22/2000, and as of 04/26/2000, hp is still residing in hosp. Rn reports a culture was drawn at the hosp and hp was treated with an antibiotic, name unknown per rn. Rn reports diagnosis of peritonitis was not related to the lack of aseptic technique. Contrary to info from hp's spouse, rn reports this "rapid case of peritonitis" could not have occurred so quickly after the incident, and that hp was admitted into hosp for a "full pulmonary work-up". Rn reports hp has responded to treatment given for the peritonitis.